Event description:
Boston scientific received information that this patient's lead fractured. The lead was surgically abandoned and successfully replaced with another lead. The lead will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.